Event description:
A 24 mm diameter x 14 mm diameter x 16.5c length aneurx bifurcated stent gr15~aft with xpedient delivery system was inserted into a patient for the endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm morphology is unknown and the patient's anatomy was reported to be severely tortuous with no calcification. A 22 f hydro-dilator was used during the case, however, it is unknown if the dilator was used prior to insertion of the stent graft delivery system. It was reported that the physician unsuccessfully attempted to advance the stent graft delivery system through the iliac artery. The stent graft delivery system was removed from the patient and a kink was noted on the graft cover. A vascular conduit was placed and a 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft was advanced through the conduit and successfully implanted. The patient is reported to be fine and no additional clinical sequelae were reported. Medtronic ave has received the returned device and its evaluation has been completed. Mild kinks are present at the proximal end of the graft cover. The graft cover is kinked just distal to the stent graft. The graft cover is kinked just distal to the stent graft. The graft cover is within specification and based on the investigation performed the patient's severely tortuous anatomy most likely caused the access difficulty and device kinking during advancement of the delivery system.